Manufacturer narrative:
The technician confirmed that the left hand head side rail would not latch at the top and that it would articulate properly. The technician found that the latch release handle seemed to be stuck in the "up" or release position and could not free it. The technician replaced the left hand head side rail assembly to resolve the issue.

Event description:
Account alleged that the left hand head side rail would not latch in the up position. No injury reported.